Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to sweat. Blood glucose level at the time of the incident was 53 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.